Event description:
This is a spontaneous case report received from a lawyer in the united states on 23-sep-2016, on behalf of a (B)(6) female plaintiff, who had essure (fallopian tube occlusion insert) inserted for permanent sterilization on or about (B)(6) 2009. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal pain, chronic back pain, anxiety, depression, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. On or around (B)(6) 2015, plaintiff had her essure coils removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced chronic pelvic pain (increasingly severe pain). This event is anticipated according to reference safety information for essure. Chronic pelvic pain may occur during essure use. Considering the close temporal relationship and its nature, causal relationship between this event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. Further information will be obtained through litigation process.

Manufacturer narrative:
Typographical error in esubmitter. Previous report version should be correct to follow-up 1, not 41.

Manufacturer narrative:
Follow-up received on 08-nov-2016 - quality-safety evaluation of ptc (B)(4): no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced chronic pelvic pain (increasingly severe pain). This event is anticipated according to reference safety information for essure. Chronic pelvic pain may occur during essure use. Considering the close temporal relationship and its nature, causal relationship between this event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. Product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.